Event description:
Brushhead got detached while using [device breakage]. No adverse event. Case description: a (B)(6) year old consumer reported that while using an oral-b rechargable toothbrush, version unk, the oral-b brushhead, version unk does not fit on the toothbrush handle and it was so loose that while brushing the brush head got detached in her mouth. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.